Event description:
It was reported via repair work order that the nurse call was not functional as the cable was bent. It was also reported that the footend cover was damaged with sharp edges exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow up being submitted as it was determined during the investigation that the footend cover was damaged with sharp edges. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported. This event was added to the executive summary section.

Event description:
It was reported via repair work order that the nurse call was not functional as the cable was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.